Event description:
It was reported that during a full supply change with inset 23" infusion sets, the ilet user experienced difficulty getting the applicator to click and went through multiple infusion sets and connectors before successfully completing the change with support, after which insulin delivery was resumed, and blood glucose remained unaffected. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage issue during insertion consistent with an improper or incorrect procedure involving the infusion set component, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.